Event description:
The device is an arthroscopic surgery blade. It was used on a shoulder arthroscopy. After the surgeon used it to burr and debride, small metal particles were seen in the shoulder joint. The joint was irrigated copiously with normal saline.======================manufacturer response for arthroscopic surgery blade, dyonics (per site reporter).======================sales rep will pick up.